Event description:
Patient's daughter reported that tubing is stuck to the nebulizer at the connection port where she connects tube to the machine and she cannot detach them. She will report this to the manufacturer. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.